Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low and high blood glucose while using the ilet, including a documented low of 53 mg/dl that was treated with oral carbohydrates, and the partner expressed dissatisfaction with the device and training. Symptoms included hypoglycemia. Outcomes included temporary functional limitation. Investigation included review of uploaded device and glucose data and a customer interview. Investigation of this case revealed that the ilet suspended insulin during lows and delivered corrections during highs consistent with its design, with no evidence of excess meal announcements or device malfunction; the pattern of frequent hypoglycemia remained cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.